Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (B)(6) 2017 that a wallflex biliary rx covered stent was implanted to treat a malignant stricture due to metastatic pancreatic cancer in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, on (B)(6) 2017, the patient underwent ercp and fluoroscopy procedures due to elevated liver function tests and the stent was noted to be obstructed by sludge and stone debris. On the same date, prompting the physician to remove the obstructed stent. During the removal procedure, the stent braids broke. The stent was successfully removed in one piece using a snare and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.